Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, reset the pump, resolving the issue, and was instructed to call back if the malfunction recurs; the customer confirmed understanding of these instructions.